Event description:
It was reported that the lead tip did not form a 'j' in the patient's right atrium as expected during the implant procedure. The lead was not used and an active fixation lead was implanted in the right atrium. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.